Manufacturer narrative:
One 4.0mm bivona® uncuffed neonatal flextend¿ plus v flange tracheostomy tube was returned for investigation. A review of the device history record, relevant to the reported lot, found no issues during manufacturing. Visual inspection of the returned device found that one of the neck flange eyelets was partially torn. The tear was observed in an area where the securing tape contacted the neck flange. It had been reported that the patient was undergoing a daily tracheostomy tube tie change when the tear was observed. Investigation was unable to definitively determine the root cause of the observed tear; however, no evidence was found to suggest a manufacturing defect.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a patient while on a bivona® uncuffed neonatal and pediatric flextend¿ plus silicone tracheostomy tube, she experienced a broken flange and decannulation. Information was received on the (B)(6) 2016, which stated that a nurse informed a senior member on the team that she had noticed that the flange area was torn during the routine daily tie change. An unexpected, but safe tube change was carried out with a pediatric 4.0. The other boxes of tracheostomy tubes were checked and an alert from the manufacturer stated not to use the "velcro" tapes as the material was sharp and can cut the flange. The customer was unaware of this; however, at the time the patient was using the cotton twill ties indicated for the correct product. The following day ((B)(6) 2016), the emergency buzzer was pulled as the child had become profoundly desaturated and was in respiratory distress. The tracheostomy tube (second event) had come out (decannulated); this was placed back in and then an emergency tube change was performed. When the tube was removed, the flange was found to be completely torn. This event occurred while the patient was on a neonatal 4.0. At the time of event, the patient required ventilator support. The event resolved with time, by further requirement of oxygen support and an x-ray. The patient had a regular medical review and a rest day in terms of trailing on dry circuit. MFR report number 3012307300-2017-00040 for the related event.